Event description:
Patient with a history of comorbidities including of high blood pressure, diverticulitis and hypercholesterolemia, previous procedure endoscopic retrograde cholangiopancreatography and stone extraction from the common bile duct, was admitted for a laparoscopy and open cholecystectomy. During the procedure, the four mcl20 reprocessed multi clip applier opened and failed to fire. A total of four failed. A fifth clip was used and worked as expected. No known harm to patient. Pictures include all 4 devices.